Event description:
It was reported the patient experienced discomfort at the ipg site. Reprogramming did not resolve this issue. Follow-up indicated surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.